Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a third party service company representative. " [name removed] called and he said that he can't use this unit for a rental. He wanted to let the rental group know. They wanted him to use this for a rental and the unit had come back from the carefusion factory and has been there for a little while. He always checks the units before to make sure they power on and alarm. On this unit, he noticed the power failure alarm would not work. He then got another unit and used it for the rental request. He wanted to let the rental group know because they were wondering what was wrong with it etc. Informed rentals. He will troubleshoot more on monday and call us back."

Manufacturer narrative:
(B)(4). (B)(6) (third party service company) did not submit a user facility/importer report to the MFR. The following information concerning the evaluation of the device is a summary of the information documented by the carefusion tech support specialist in response to a phone conversation with a (B)(6) (third party service company) representative and the spi test data sheet submitted to carefusion by (B)(6) (third party service company). The (B)(6) (third party service company) service tech checked and cleaned all contacts on the alarm pcb and power failure alarm battery cable, reseated the connectors and then was not able to reproduce the "power failure alarm" failure. The device is over 8 years old thus the most likely root cause was oxidation on the contacts due to age, use and required maintenance. The (B)(6) service tech ran the device through a complete calibration and checkout (spi) to ensure that it meets all factory specifications. Upon completion, the unit was returned to the rental pool ready to be placed back into rental service. At present, carefusion considers this to be an isolated incident.